Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to a periprosthetic fracture below the patient's segmental stem. The patient underwent their original surgery on (B)(6) 2020 where the following implants were placed: eleos canal-filling segmental stem (12x120mm), eleos proximal femur (95mm), eleos male-female midsection (60mm), eleos femoral head (32mm, +0mm taper), and microport guardian bipolar shell (46mm). During the revision surgery, the eleos segmental stem was explanted and an eleos distal femoral system was placed. No additional information regarding the event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the periprosthetic fracture could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis.. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Manufacturer narrative:
The device will not be returned for investigation. The investigation is in process. When the investigation is complete, a supplemental report will be submitted accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to a periprosthetic fracture below the patient's segmental stem. The patient underwent their original surgery on (B)(6) 2020 where the following implants were placed: eleos canal-filling segmental stem (12x120mm), eleos proximal femur (95mm), eleos male-female midsection (60mm), eleos femoral head (32mm, +0mm taper), and microport guardian bipolar shell (46mm). During the revision surgery, the eleos segmental stem was explanted and an eleos distal femoral system was placed. No additional information regarding the event has been provided.